Event description:
Information received from the article: kim st, jin s-c, jeong hw, et al. Unexpected detachment of solitaire stents during mechanical thrombectomy. Journal of korean neurosurgical society 2014;56(6):463-468. Doi:10.3340/jkns.2014.56.6.463. Medtronic (covidien) received information through the literature review regarding incidents involving its manufactured devices. (B)(4) mechanical thrombectomy cases that occurred between (B)(4) 2011 and (B)(4) 2014 were retrospectively reviewed. Nine cases involved unexpected detachment of the solitaire stents. The median patient age of the nine patients involved was (B)(6). In seven of the patients, the solitaire detached in the proximal mca (middle cerebral artery). The solitaire detached in the internal carotid artery in the other two patients. It was stated that the physicians selected larger sized stents to prevent migration of the thrombus during stent retrieval as they found from past experience that small sized or matched sized stents resulted in relatively low recanalization rates in middle cerebral artery occlusions. The sizes of the stents that unexpectedly detached were 6x30 mm in 7 cases, 5x30 mm in 1 case, and 4x20 mm in 1 case. Four patients had unexpected detachment at the first retrieval, 1 patient at the second, 3 patients at the third, and 1 patient at the fifth. In all of the cases of unexpected detachment at the first retrieval, the stent deployment site was the proximal mca, it was reported that, after detachment, a proximal marker of the solitaire stent was observed in 3 patients. However, no marker was visible in the remaining 6 patients. Immediately after unexpected stent detachment, none of the cases had anterograde blood flow. Several salvage methods were attempted to recanalize the occluded lesions after unexpected stent detachment, including the simple passage of a microcatheter, in-stent balloon angioplasty, double stenting, and superficial temporal artery to mca bypass, craniotomy and stent removal, and intra-arterial chemical thrombolysis with tirofiban. The mrs score after 3 months was recorded in 8 patients. One patient had an mrs of 1, one patient had an mrs of 3, four patients had an mrs of 4, and two patients died. Due to loss to clinical follow-up, the mrs after 3 months was not recorded in the final patient; the mrs at discharge was 4. It was concluded that stent detachment should be considered in the first instance of stent retrieval for a relatively large-diameter stent, especially in elderly patients with mca occlusions.

Manufacturer narrative:
The report was created to capture the incidents involving the solitaire stent. The information was received from the article: information received from the article: kim st, jin s-c, jeong hw, et al. Unexpected detachment of solitaire stents during mechanical thrombectomy. Journal of korean neurosurgical society 2014;56(6):463-468. The lot history record review was not possible as the lot numbers were not reported.